Event description:
A caller reported a pump malfunction coded as malfunction 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if the issue happened again, which they understood.